Manufacturer narrative:
Upon initial inspection, there was visible corrosion that could be seen through the top and bottom housing. After taking the top and bottom housing off, there was visible corrosion to the clutch spring and tube nut, the inside of the ratchet gear, the top battery, and the top of the chassis. There were no bends or kinks observed in the soft cannula; the cannula appeared to function as intended. There was an attempt to download data from the device, but this was unsuccessful due to the amount of corrosion to the pcb. The device was hooked up to a power supply to download that data, but this again, proved unsuccessful. No cracks were observed in the top or bottom housing, and no leaks were found when performing the leak test; therefore the source of the leak is unknown. No other damages or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 324 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient gave a 22 unit bolus and changed the pod.